Event description:
It was reported that, compound open femur fracture from motorcross accident. He came back to dr and complained of a pop sound. Dr x-rayed the pt's leg which was negative. On (B)(6), a repeat x-ray was done and showed a broken nail. I have included op reports from 1st case and 2nd case. Also all implant stickers. Also films 1st case, 2nd case.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Associated devices: (B)(4) locking screw, fully threaded t2 tibia 5 x 65 mm, k982447; (B)(4) locking screw, fully threaded t2 tibia 5 x 35 mm, k90934; (B)(4) locking screw, fully threaded t2 tibia 5 x 35 mm, k613673; (B)(4) locking screw, fully threaded t2 tibia 5 x 85 mm kk.